Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring reoperation in the early post-operative period is due to procedural related issues and is unrelated to the device. As the device was not returned for evaluation, the root cause for the regurgitation remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information is received a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an ultrasound was performed on post operative day seven following implant of a 25mm pericardial mitral valve which noted central regurgitation. The ultrasound showed about 9ml, 5.8 cm in length, area which is about 7.8 cm2. Patient had palpitation and shortness of breath. Cardiac and diuretic treatment mixture treatment was performed. It was reported there was no abnormalities on the operating table and the procedure was successfully completed. The patient was discharged and was feeling well. The physician asked that the patient return in 3 months for a check up. There is no reoperation scheduled at this time.